Event description:
It was reported to manufacturer by the physician that the (B)(4) x50 hand held screen was cracked. The information received from the site revealed that it was unknown how the screen became cracked, and that no one at the office was able to explain what occurred. The display screen will light up, however, the screen does not respond to the touch. The hand held was returned to manufacturer where analysis is underway.